Event description:
Customer reported the a5 anesthesia system had no o2 flow. No patient injury was reported.

Manufacturer narrative:
Mindray service rep replaced the orc assembly, performed functional tests and resolved the issue.